Manufacturer narrative:
The user reported that they received a "no sensor detected" alert and were not able to locate the sensor by palpating. The case was escalated and the next level of support recommended troubleshooting related to transmitter placement, but the user did not wish to proceed with troubleshooting as they were not tech savvy, and elected to have the sensor removed. During follow up, the user later opted for re-insertion, and an RMA was issued to provide a replacement transmitter. Neither the sensor nor the transmitter was returned; therefore, confirmation or further investigation of the reported issue was not possible. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
Senseonics was made aware of an incident where user has to go back to the hcp for an additional procedure because the user cannot achieve a stable signal and decided to stop using the system. After escalation to next level support, the user was referred to their hcp to discuss next steps, such as removal and replacement of the sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.